Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Further, device specific information was not provided, precluding a device history record search.

Event description:
Revision of equinoxe shoulder components due patient having numbness and limitations in motion. This event report was received through clinical data collection activities.